Event description:
A report was received that the patient was receiving intermittent stimulation. The patient underwent an ipg replacement procedure due to suspected ipg malfunction. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding the patient not getting stimulation at the target area could not be verified. The device passed all the required tests and exhibited no sign of anomalies. After activating the latest setting, its outputs were monitored on an oscilloscope for hours. The stimulation output was steady and accurate. Device exhibits normal characteristics.

Event description:
A report was received that the patient was receiving intermittent stimulation. The patient underwent an ipg replacement procedure due to suspected ipg malfunction. The patient is reportedly doing well following the procedure.